Manufacturer narrative:
As reported, the protective sleeve of a 6f/7f mynx control vascular closure device (vcd) "crumples up" and cannot be pushed into the valve of an unknown procedural sheath during insertion. Another mynx vcd was used for closure. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. Femoral artery access was performed under ultrasound guidance, vessel diameter was verified to be greater than or equal to 5 mm, and there was no reported vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved by deploying another mynx device. The device was removed from the packaging by the handle, and no excess force was applied during insertion. One non-sterile 6f/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was present in its manufactured position and was partially exposed. A frayed/split/torn condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the sealant sleeve slit length was attempted; however, it could not be executed due to the frayed/split/torn condition of the sealant sleeves, which prevented accurate measurement. An attempt was made to perform the functional evaluation for insertion and withdrawal through an introducer sheath; however, this evaluation could not be completed due to resistance caused by the condition of the sealant sleeves, which impeded insertion into the applicable csi. A simulated deployment test evaluation was subsequently performed to ensure functionality. The unit functioned as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the protective sleeve of a 6/7f mynx control vascular closure device (vcd) "crumples up" and cannot be pushed into the valve of an unknown procedural sheath during insertion. Another mynx vcd was used for closure. There was no reported patient injury. The device was stored and prepared according to the instructions for use, and no device or package damage was noted prior to use. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. Femoral artery access was performed under ultrasound guidance, vessel diameter was verified to be greater than or equal to 5 mm, and there was no reported vessel tortuosity or presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved by deploying another mynx device. The device was removed from the packaging by the handle, and no excess force was applied during insertion. The device is being returned for evaluation. Addendum: product evaluation showed the sealant was exposed on sealant sleeves which showed a frayed/split/torn condition.